Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that, "the screws could not be screwed on the plate delay of intervention; no patient consequences."